Event description:
Resident was holding onto upper handrail during care. A popping like noise was heard by the caregiver. Simultaneously the rail went down. The resident fell to the floor and sustained bilateral hip injuries. A bolt from the siderail was found on the floor broken into two pieces.